Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) stage should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state based on clinical experience, thrombus at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported that following a diagnostic right and left heart catheterization, a 6f angio-seal vip was deployed and hemostasis was obtained. A femoral angiogram revealed the common femoral artery (cfa) looked good. One hour later, the patient felt numbness and the right leg was cold. The physician brought the patient back for a peripheral angiogram and found a 2mm clot below the angio-seal site with no distal run off. The physician proceeded with a percutaneous transluminal angioplasty (pta) to restore the blood flow and the clot was removed in the right leg with a pronto v3 catheter. Integrilin (dosage unknown) was administered for 48 hours. The patient's right leg was warm with good distal pulses.